Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported she experienced low blood glucose events; once last week and once last year. Customer stated that last week she was in the hospital and was not connected to the insulin pump. She had surgery and was not allowed to use the insulin pump. She had an adverse reaction after surgery. Customer stated that low was due to not eating correctly. Blood glucose value at the time of admission was between 55 and 60 mg/dl. Customer has been in and out of the hospital for the past two years. She did not wear the pump for about two months. She also contracted some type of bacteria from being in the hospital. Customer also complained about not being able to hear the low reservoir alerts. The alarm history did show the low reservoir alerts as well as no delivery but the alert type was set to beep short. Customer was assist to change it to beep long. Self test was performed t confirm that the device beeps and vibrates. Nothing further reported.